Event description:
The reporter stated an eyeonics lens tore at the trailing haptic while advancing with an msi-pf injector. The lens was inserted and the incision was enlarged to remove the lens. Another same type lens was implanted and sutures were required to close the incision. The patient's current prognosis is good. It was the surgeon's opinion that the cause of the iol damage was due to the injector and a loading error.